Event description:
It was reported that the patient presented to the hospital for a scheduled implanting procedure. During the procedure, the right atrial (ra) lead exhibited helix retraction automatically after extension. The lead was replaced to complete the procedure. Patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with dried blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue.